Event description:
Event verbatim [preferred term]. Burn blisters which subsequently got infected, bled and hurt [burns second degree], burn blisters which subsequently got infected, bled and hurt [blister infected], burn blisters which subsequently got infected, bled and hurt/it started bleeding [wound haemorrhage]. Case narrative: this is a spontaneous report from a contactable pharmacist from a pfizer sponsored program brand websites for division consumer healthcare (B)(6). A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number j36122, expiration date nov2017, via an unspecified route of administration from (B)(6) 2016 to an unspecified date at unknown dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blisters on (B)(6) 2016 with the heat wrap for the back. The pharmacy gave her burn and wound ointment. She then had to see a doctor because it got infected. Burn blisters which subsequently got infected, bled and hurt. The patient reported that "I bought a 4 units pack of thermacare for the back as many times before. On (B)(6) 2016 I applied it in the morning, and around evening, it became unbearable. Unfortunately this time, I was very unlucky and experienced massive burns. I went to the pharmacy and took a picture there. The pharmacy gave me wound and burn ointment but unfortunately this did not help. Yesterday I had to go into medical treatment because it started bleeding and I had massive pain even though it had been a week since the burn. My physician treated the wound and on friday I will have to go back. I expect an amicable compensation for my pain." Events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events burn blister, blister infected, and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burn blister, blister infected, and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters which subsequently got infected, bled and hurt, superficial burn with blistering [burns second degree], burn blisters which subsequently got infected, bled and hurt [blister infected], burn blisters which subsequently got infected, bled and hurt/it started bleeding [wound haemorrhage] , she believed the thermacare lower back & hip wrap to be somehow defective since she had never had any problems in the past, probably burst [device defective], she did not monitor her skin while using the heat wrap [device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist from a pfizer-sponsored program, brand websites for devision consumer healthcare (B)(6) and a contactable physician. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j36122, expiration date: nov2017) from (B)(6) 2016 for low back pain. The patient's medical history included anxiety disorder, asthma bronchial, arterial hypertension, reflux esophagitis, and hyperlipoproteinemia. Concomitant medications included atorvastatin calcium (atorvastatin 1 a pharma), candesartan cilexetil (candesartan 1 a pharma), acetylsalicylic acid (aspirin protect), magnesium aspartate, potassium aspartate (throphicard koehler), fluticasone furoate, vilanterol trifenatate (relvar ellipta), colecalciferol (dekristol), folic acid, pantoprazole sodium sesquihydrate (pantoprazol 1 a pharma), and fenoterol hydrobromide, ipratropium bromide (berodual respimat). She didn't suffer from diabetes, cardiac diseases, circulatory disorders, neuropathy or hypaesthesia, skin allergies or other skin disorders, mental disorders or other illnesses. The patient experienced burn blisters on (B)(6) 2016 (also reported to be superficial burn/blistering occurring on (B)(6) 2016). The pharmacy gave her burn and wound ointment. She then had to see a doctor because it got infected. The burn blisters, which subsequently got infected, bled and hurt on (B)(6) 2016. The patient reported "I bought a 4-pack of thermacare for the back as many times before. On (B)(6) 2016, I applied it in the morning and around evening it became unbearable. Unfortunately this time I was very unlucky and experienced massive burns. I went to the pharmacy and took a picture there. The pharmacy gave me wound and burn ointment but unfortunately this did not help. Yesterday I had to go into medical treatment because it started bleeding and I had massive pain even though it had been a week since the burn. My physician treated the wound and on friday I will have to go back." The female patient reported that she took thermacare lower back & hip for back pain (1 df, red package) on (B)(6) 2016 for about 8 hours. She did not fully use up the heat wrap. She wore the heat wrap directly on the skin with only an undershirt and pullover on top. She did not engage in any sports while wearing it. She confirmed to have read the instruction for use prior to using the heat wrap. She did not monitor her skin while using the heat wrap. She reported to have used the heat wrap in the past many times, always for pain and always for about 5-8 hours, never at night. She had also used other heat-producing products in the past and never had any intolerance to such products. She was not currently under medical care. She described her skin tone as "moderately light" and denied having sensitive skin or having any skin disease. She experienced "burns due to thermacare heat wrap" which was treated with ointments/dressing for burns. She stopped taking thermacare lower back & hip due to the events on (B)(6) 2016. She further detailed that she believed the thermacare lower back & hip wrap to be somehow defective since she had never had any problems in the past. She reported that after 6-7 hours she had sensed some awkward burning and once she had reached her home she took the wrap off immediately, but by then about 7-8 hours had passed. She was appalled when she saw the raw burns. She never tried thermacare again. According to the physician thermacare heatwrap "probably burst". After 4 weeks, the pain had subsided but the burns were still visible. No tests were performed. Therapeutic measures taken included unspecified wound and burn ointment and special wound dressing for burns. Clinical outcome of the event "she did not monitor her skin while using the heat wrap" was unknown, other events outcome was reported as resolved on (B)(6) 2016. The pharmacist couldn't tell if the patient would have scars or other long-term damages due to the event. According to the reporting physician, the events were related to the product. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01dec2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (13dec2016): new information received from a contactable consumer includes: suspect product indication, events details. Follow-up (06jan2017): new information received from a contactable pharmacist includes: concomitant drug information, events onset date, treatment and outcome. Follow-up (23jan2017): new information received from a contactable physician included medical history, concomitant medications, product data (product complaint verbatim "probably burst" and causality assessment), reaction data (additional event verbatim superficial burn/blistering, additional seriousness criteria). Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the reported events burn blister, blister infected and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified, comment: based on the information provided, the reported events burn blister, blister infected and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters which subsequently got infected, bled and hurt, superficial burn with blistering [burns second degree] , burn blisters which subsequently got infected, bled and hurt [blister infected] , burn blisters which subsequently got infected, bled and hurt/it started bleeding [wound haemorrhage] , she believed the thermacare lower back & hip wrap to be somehow defective since she had never had any problems in the past, probably burst [device defective] , she did not monitor her skin while using the heat wrap [device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist from (B)(6) and a contactable physician. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j36122, expiration date: nov2017) from (B)(6) 2016 for low back pain. The patient's medical history included anxiety disorder, asthma bronchial, arterial hypertension, reflux esophagitis, and hyperlipoproteinemia. Concomitant medications included atorvastatin calcium (atorvastatin 1 a pharma), candesartan cilexetil (candesartan 1 a pharma), acetylsalicylic acid (aspirin protect), magnesium aspartate, potassium aspartate (throphicard koehler), fluticasone furoate, vilanterol trifenatate (relvar ellipta), colecalciferol (dekristol), folic acid, pantoprazole sodium sesquihydrate (pantoprazol 1 a pharma), and fenoterol hydrobromide, ipratropium bromide (berodual respimat). She didn't suffer from diabetes, cardiac diseases, circulatory disorders, neuropathy or hypaesthesia, skin allergies or other skin disorders, mental disorders or other illnesses. The patient experienced burn blisters on (B)(6) 2016 (also reported to be superficial burn/blistering occurring on (B)(6) 2016). The pharmacy gave her burn and wound ointment. She then had to see a doctor because it got infected. The burn blisters, which subsequently got infected, bled and hurt on (B)(6) 2016. The patient reported "I bought a 4-pack of thermacare for the back as many times before. On (B)(6) 2016, I applied it in the morning and around evening it became unbearable. Unfortunately this time I was very unlucky and experienced massive burns. I went to the pharmacy and took a picture there. The pharmacy gave me wound and burn ointment but unfortunately this did not help. Yesterday I had to go into medical treatment because it started bleeding and I had massive pain even though it had been a week since the burn. My physician treated the wound and on friday I will have to go back." The female patient reported that she took thermacare lower back & hip for back pain (1 df, red package) on (B)(6) 2016 for about 8 hours. She did not fully use up the heat wrap. She wore the heat wrap directly on the skin with only an undershirt and pullover on top. She did not engage in any sports while wearing it. She confirmed to have read the instruction for use prior to using the heat wrap. She did not monitor her skin while using the heat wrap. She reported to have used the heat wrap in the past many times, always for pain and always for about 5-8 hours, never at night. She had also used other heat-producing products in the past and never had any intolerance to such products. She was not currently under medical care. She described her skin tone as "moderately light" and denied having sensitive skin or having any skin disease. She experienced "burns due to thermacare heat wrap" which was treated with ointments/dressing for burns. She stopped taking thermacare lower back & hip due to the events on (B)(6) 2016. She further detailed that she believed the thermacare lower back & hip wrap to be somehow defective since she had never had any problems in the past. She reported that after 6-7 hours she had sensed some awkward burning and once she had reached her home she took the wrap off immediately, but by then about 7-8 hours had passed. She was appalled when she saw the raw burns. She never tried thermacare again. According to the physician thermacare heatwrap "probably burst". After 4 weeks, the pain had subsided but the burns were still visible. No tests were performed. Therapeutic measures taken included unspecified wound and burn ointment and special wound dressing for burns. Clinical outcome of the event "she did not monitor her skin while using the heat wrap" was unknown, other events outcome was reported as resolved on (B)(6) 2016. The pharmacist couldn't tell if the patient would have scars or other long-term damages due to the event. According to the reporting physician, the events were related to the product and this was not an application error. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01dec2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (13dec2016): new information received from a contactable consumer includes: suspect product indication, events details. Follow-up (06jan2017): new information received from a contactable pharmacist includes: concomitant drug information, events onset date, treatment and outcome. Follow-up (23jan2017): new information received from a contactable physician included medical history, concomitant medications, product data (product complaint verbatim "probably burst" and causality assessment), reaction data (additional event verbatim superficial burn/blistering, additional seriousness criteria). Follow-up attempts completed. No further information expected. Follow-up (12jun2017): new information received from the contactable pharmacist included additional physician causality assessment. In addition, the following information was amended from previously reported information: the event term wrong technique in device usage process was updated to device use error. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the reported events burn blister, blister infected, and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure. These events including device use error were assessed as associated with the use of the device., comment: based on the information provided, the reported events burn blister, blister infected, and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure. These events including device use error were assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters which subsequently got infected, bled and hurt [burns second degree] , burn blisters which subsequently got infected, bled and hurt [blister infected] , burn blisters which subsequenty got infected, bled and hurt/it started bleeding [wound haemorrhage] , she believed the thermacare lower back & hip wrap to be somehow defective since she had never had any problems in the past [device defective] , she did not monitor her skin while using the heat wrap [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist from a pfizer-sponsored program, brand websites for devision consumer healthcare (B)(6) . A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j36122, expiration date: nov2017) from (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced burn blisters on (B)(6) 2016. The pharmacy gave her burn and wound ointment. She then had to see a doctor because it got infected. The burn blisters, which subsequently got infected, bled and hurt. The patient reported "I bought a 4-pack of thermacare for the back as many times before. On (B)(6) 2016, I applied it in the morning and around evening it became unbearable. Unfortunately this time I was very unlucky and experienced massive burns. I went to the pharmacy and took a picture there. The pharmacy gave me wound and burn ointment but unfortunately this did not help. Yesterday I had to go into medical treatment because it started bleeding and I had massive pain even though it had been a week since the burn. My physician treated the wound and on friday I will have to go back." The female patient reported that she took thermacare lower back & hip for back pain (1 df, red package) on (B)(6) 2016 for about 8 hours. She did not fully use up the heat wrap. She wore the heat wrap directly on the skin with only an undershirt and pullover on top. She did not engage in any sports while wearing it. She confirmed to have read the instruction for use prior to using the heat wrap. She did not monitor her skin while using the heat wrap. She reported to have used the heat wrap in the past many times, always for pain and always for about 5-8 hours, never at night. She had also used other heat-producing products in the past and never had any intolerance to such products. She confirmed that she did not take any other products concomitantly with thermacare lower back & hip, either prescription or otc products including herbal remedies. She was not currently under medical care. She described her skin tone as "moderately light" and denied having sensitive skin or having any skin disease. She experienced "burns due to thermacare heat wrap" which was treated with ointments/dressing for burns. She stopped taking thermacare lower back & hip (no stop date provided). She further detailed that she believed the thermacare lower back & hip wrap to be somehow defective since she had never had any problems in the past. She reported that after 6-7 hours she had sensed some awkward burning and once she had reached her home she took the wrap off immediately, but by then about 7-8 hours had passed. She was appalled when she saw the raw burns. She never tried thermacare again. After 4 weeks, the pain had subsided but the burns were still visible. Action taken with the suspect product was unknown. Therapeutic measures taken included unspecified wound and burn ointment. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01dec2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the reported events burn blister, blister infected and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified follow-up (13dec2016): new information received from a contactable consumer includes: suspect product indication, events details., comment: based on the information provided, the reported events burn blister, blister infected and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters which subsequently got infected, bled and hurt [burns second degree] , burn blisters which subsequently got infected, bled and hurt [blister infected] , burn blisters which subsequently got infected, bled and hurt/it started bleeding [wound haemorrhage] , she believed the thermacare lower back & hip wrap to be somehow defective since she had never had any problems in the past [device defective] , she did not monitor her skin while using the heat wrap [device use error] . Case narrative:this is a spontaneous report from a contactable pharmacist from a pfizer-sponsored program, brand websites for devision consumer healthcare germany. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j36122, expiration date: nov2017) from (B)(6) 2016 for back pain. The patient's medical history was not reported and concomitant medications were none. She didn't suffer from diabetes, cardiac diseases, circulatory disorders, neuropathy or hypaesthesia, skin allergies or other skin disorders, mental disorders or other illnesses. The patient experienced burn blisters on (B)(6) 2016. The pharmacy gave her burn and wound ointment. She then had to see a doctor because it got infected. The burn blisters, which subsequently got infected, bled and hurt on (B)(6) 2016. The patient reported "I bought a 4-pack of thermacare for the back as many times before. On (B)(6) 2016, I applied it in the morning and around evening it became unbearable. Unfortunately this time I was very unlucky and experienced massive burns. I went to the pharmacy and took a picture there. The pharmacy gave me wound and burn ointment but unfortunately this did not help. Yesterday I had to go into medical treatment because it started bleeding and I had massive pain even though it had been a week since the burn. My physician treated the wound and on friday I will have to go back." The female patient reported that she took thermacare lower back & hip for back pain (1 df, red package) on (B)(6) 2016 for about 8 hours. She did not fully use up the heat wrap. She wore the heat wrap directly on the skin with only an undershirt and pullover on top. She did not engage in any sports while wearing it. She confirmed to have read the instruction for use prior to using the heat wrap. She did not monitor her skin while using the heat wrap. She reported to have used the heat wrap in the past many times, always for pain and always for about 5-8 hours, never at night. She had also used other heat-producing products in the past and never had any intolerance to such products. She confirmed that she did not take any other products concomitantly with thermacare lower back & hip, either prescription or otc products including herbal remedies. She was not currently under medical care. She described her skin tone as "moderately light" and denied having sensitive skin or having any skin disease. She experienced "burns due to thermacare heat wrap" which was treated with ointments/dressing for burns. She stopped taking thermacare lower back & hip (no stop date provided). She further detailed that she believed the thermacare lower back & hip wrap to be somehow defective since she had never had any problems in the past. She reported that after 6-7 hours she had sensed some awkward burning and once she had reached her home she took the wrap off immediately, but by then about 7-8 hours had passed. She was appalled when she saw the raw burns. She never tried thermacare again. After 4 weeks, the pain had subsided but the burns were still visible. Therapeutic measures taken included unspecified wound and burn ointment and special wound dressing for burns. Clinical outcome of the event "she did not monitor her skin while using the heat wrap" was unknown, other events outcome was reported as recovering ("no pain, skin discolouration"). The pharmacist couldn't tell if the patient would have scars or other long-term damages due to the event. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01dec2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the reported events burn blister, blister infected and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified follow-up (13dec2016): new information received from a contactable consumer includes: suspect product indication, events details. Follow-up (06jan2017): new information received from a contactable pharmacist includes: concomitant drug information, events onset date, treatment and outcome., comment: based on the information provided, the reported events burn blister, blister infected and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters which subsequently got infected, bled and hurt [burns second degree] , burn blisters which subsequently got infected, bled and hurt [blister infected] , burn blisters which subsequently got infected, bled and hurt/it started bleeding [wound haemorrhage] . Case narrative:this is a spontaneous report from a contactable pharmacist from a pfizer-sponsored program, brand websites for devision consumer healthcare (B)(6). A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j36122, expiration date: nov2017) from (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced burn blisters on (B)(6) 2016. The pharmacy gave her burn and wound ointment. She then had to see a doctor because it got infected. The burn blisters, which subsequently got infected, bled and hurt. The patient reported "I bought a 4-pack of thermacare for the back as many times before. On (B)(6) 2016, I applied it in the morning and around evening it became unbearable. Unfortunately this time I was very unlucky and experienced massive burns. I went to the pharmacy and took a picture there. The pharmacy gave me wound and burn ointment but unfortunately this did not help. Yesterday I had to go into medical treatment because it started bleeding and I had massive pain even though it had been a week since the burn. My physician treated the wound and on friday I will have to go back." Action taken with the suspect product was unknown. Therapeutic measures taken included unspecified wound and burn ointment. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01dec2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the reported events burn blister, blister infected and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified, comment: based on the information provided, the reported events burn blister, blister infected and wound hemorrhage as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.